Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for unexplained high blood glucose of 800mg/dl. Troubleshooting found that the drive support cap was normal. The customer stated that the site is changed every 2 to 3 days, the pump settings are correct and the cannula is crimped. The call was dropped and troubleshooting called back but call went to voicemail.